Event description:
Customer reported repeatable falsely elevated troponin I results on multiple samples from the same patient. Elevated results of this magnitude might initiate a cardiac catherization. There was no report of patient harm as a result of this event.